Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the video connector failure was a bent pin, likely caused by a foreign object at the electrical contact point of the video connector; due to the bent pin, image transmission between the scope and processor was interrupted, therefore, no image was produced. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of a "black image" was confirmed; a bent pin inside the video connector was found, causing no image when tested with olympus series 180 scopes. The reported problem of "trouble with white balance" could not be duplicated. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that when olympus series 180 scopes were connected, a "black image" was observed and trouble with white balance was experienced. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.